Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on the electronics. The device was unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, priming test, no delivery test, displacement test and unable to verify black screen due to blank display. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call blank display and audio beep anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer advised the device made a high pitched sound, the device counts down to 6 then stops and then turns blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.